Manufacturer narrative:
The zoll thermogard console in complaint will be serviced at the customer site. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use, the thermogard ((B)(4)) was displaying error message mid: 14 (bg power supply). Another system was used to continue treatment. No patient consequences reported.

Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was serviced by the customer over the phone, talking to a zoll field service engineer. The customer reported complaint for the thermogard displaying error message error message mid: 14 (bg power supply) was confirmed. The customer moved the voltage over to the correct position to remedy the fault and no further action was required. The console is working as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard xp ivtm system s/n: (B)(4).